Manufacturer narrative:
Repairs have not been completed.

Event description:
The account clinical engineer stated the nurse call function is not working from the bed pendant. He does not know if the nurse call would work from the siderails.